Event description:
The customer complained of a questionable ise indirect na, k, ci for gen.2 results for multiple patient samples tested on a cobas 6000 c (501) module. The customer stated that the initial calibration and qc were acceptable. The customer stated that later they received erratic results for multiple patient samples and multiple ise alarms. The customer changed the ise reagents and recalibrated. The customer provided examples of discrepant results for 2 patient samples. For patient 1 the initial na result was 103 mmol/l and the repeat result was 133 mmol/l. The initial k result was 3.69 mmol/l and the repeat result was 6.4 mmol/l. The initial cl result was 127.5 mmol/l and the repeat result was 91.5 mmol/l. For patient 2 the initial na result was 91 mmol/l and the repeat result was 139 mmol/l. The initial cl result was 153.6 mmol/l and the repeat result was 102 mmol/l. The initial results were not reported outside of the laboratory. The repeat results were from a different c (501) module and deemed to be correct. There were no adverse events. The na, k, and cl electrode lot numbers and expiration dates were asked for but not provided. On (B)(6) 2019 the customer observed air bubbles in the sipper probe during calibration. The field service engineer (fse) found fluidics failure in the electrodes area. The customer cleaned the electrodes area. The calibration, qc, and precision were acceptable. The customer verified that there have been no further issues since cleaning the electrodes area. The investigation determined that the maintenance that was performed by the customer resolved the issue.